Manufacturer narrative:
Product event summary: the controller ((B)(4)) and six batteries ((B)(4)) were not returned for evaluation. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed 2 critical battery alarms due to communication errors involving (B)(4). Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Momentary disconnections will result in an audible tone or "beep." As a result, the reported critical battery alarm, beeping, and power switching events were confirmed. The most likely root cause of critical battery alarms can be attributed to communication errors between the controller and battery. The most likely root cause of the reported power switching and beeping can be attributed to momentary disconnections between the controller and battery. There is an internal investigation for momentary disconnections. Other devices involved in this event: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional device(s) involved in event: battery / (B)(4) / model #1650 / UDI#: (B)(4). Device available for evaluation: no. Mfg. Date: 2016-01-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came into clinic with reports of alarms, random beeping and switching for past few months but could not identify the batteries in question. When the patient presented to the site, on review it showed that the patient had experienced critical battery alarms. There were no alarms present during the visit. It was recommended that the patients batteries be replaced. It was also mentioned; the patient¿s driveline outer sheath was "slightly open" in some areas and the repair was performed by the site. The battery and controller were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved: d4: battery/ (B)(4) / model #1650 / exp. Date: 2016-12-31 / UDI#: (B)(4). D10: device available for evaluation: no h4: mfg. Date: 2015-12-31 h5: labeled for single use: no h6: device code: c63030 conclusion code: FDA 4315 d4: battery/ (B)(4) / model #1650 / exp. Date: 2017-01-31 / UDI#: (B)(4). D10: device available for evaluation: no h4: mfg. Date: 2016-01-31 h5: labeled for single use: no h6: device code: c63030 conclusion code: FDA 4315 d4: battery/ (B)(4) / model #1650 / exp. Date: 2013-07-31 d10: device available for evaluation: no h4: mfg. Date: 2012-07-31 h5: labeled for single use: no h6: device code: c63030 conclusion code: FDA 4315 d4: battery/ (B)(4) / model #1650 / exp. Date: 2017-01-31 / UDI#: (B)(4). D10: device available for evaluation: no h4: mfg. Date: 2016-01-31 h5: labeled for single use: no h6: device code: c63030 conclusion code: FDA 4315 d4: battery/ (B)(4) / model #1650 / exp. Date: 2017-01-31 / UDI#: (B)(4). D10: device available for evaluation: no h4: mfg. Date: 2016-01-31 h5: labeled for single use: no h6: device code: c63030 conclusion code: FDA 4315 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced random beeping and/or switching but could not identify the specific batteries in question. The batteries were replaced and discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.